Manufacturer narrative:
(B)(4). This follow-up submission is to correct the lot number for the MDR device (should be 585261 and not 585291) as well as the lot number for one of the concomitant devices (ar-7237-7t- should be 486346 and not 4486346) from the original submission. Facility will not return devices.

Event description:
It was reported that patient had a rotator cuff procedure on (B)(6) 2013 and is having a redness and pain at incision site. Cultures have been done patient tested positive for propionibacterium acnes. Implants were removed on (B)(6) 2013 and replaced with a different type (both original and revision were open shoulder procedure). A gelatin like substance was found on the fiber tape and tiger wire. Surgeon is conducting his own testing on the implants with a 3rd party.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Arthrex's device is supplied sterile. Based on the information provided, a definitive cause for the postoperative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not return the device.